Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was unknown. The patient was treated as an outpatient and was not hospitalized for the event. On the same day as onset, the patient began treatment for the event with unspecified antibiotics (doses, frequencies and routes were not reported). On an unreported date in the same month as peritonitis onset, the patient began treatment for the peritonitis with gentamicin (20 mg, daily) intraperitoneally. One week after onset, the patient began treatment for the event with (cipro) ciprofloxacin (500 mg, daily) orally. At the time of this report, the treatments with gentamicin and cipro were ongoing; dianeal/extraneal therapies were also ongoing; the peritonitis was resolving; the patient was recovering and was reportedly feeling much better. No additional information is available.